Manufacturer narrative:
During follow up with the customer, the customer indicated that bgs had returned to normal, and everything was okay. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer's blood glucose (bg) levels were low at 48mg/dl. The customer lives in a nursing home and stated that the nurse must have miscalculated lunch time carbohydrates. Low bg levels were treated by consuming 27 grams of carbohydrates. The customer and nurse will monitor bgs and the customer will consume more carbohydrates if necessary.